Event description:
The customer reported that, the ortho provue analyzer failed to detect a weak positive antibody sample during validation testing using mts anti-lgg card lot # 091406001-04 and 0.8% selectogen lot #8s755. The customer visually confirmed the reactions in the microtubes were negative. Repeat testing in manual gel using the same lot of gel cards and reagent cells showed a weak positive reactivity with the sample. If a significant antibody/antigen interaction is not detected during antibody screen testing, or is not identified upon further testing, the patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The customer was performing validation testing at the time of the incident, no patient samples were being processed preventing erroneous results from being reported.

Manufacturer narrative:
Samples were submitted to mts for investigation. Mts quality control performed antibody screen testing on the provue analyzer and in manual gel using the sample with retain cards from mts anti-lgg card lot # 091406001-04 and ortho 0.8% selectogen and 0.8% resolve panel cells. The sample reacted weakly positive (1+) with some of the cells on the instrument and in manual gel test. The customer's complaint was not confirmed at mts. An ocd field engineer visited the site. The fe checked the pressure, vacuum and probe leaks or drips on the instrument. No issues could be identified. Diagnostics testing was performed without any errors. Root cause could not be identified.